Manufacturer narrative:
(B)(4). The following products were manufactured by zimmer inc. (B)(4): catalog #42522000513, persona cr vivacite articular surface, lot #62887628; catalog #42557000114, persona tapered stem extension, lot #63061907. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is still experiencing pain after revision.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. This device is used for treatment. The revision operative notes confirm that the patient underwent a revision for aseptic loosening of the tibial component. No compatibility issues were noted. The complaint history search for the part and lot combination for tibial, articular surface, femoral and stem extension components found no other complaints. A definitive root cause cannot be determined with the information provided.